Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during an unknown procedure, thrombus was noted. The 30 mm lesion being treated was located in a venous graft. As the filterwire system was being advanced past the lesion, thrombus at the site of the lesion was disrupted. The physician continued to advance the filterwire system, however, blood flow was interrupted. The physician then removed the filterwire system undeployed, and blood flow was restored. No thrombus was found in the filter basket. There remained a large thrombus at the proximal end of the graft. The procedure was then continued with predilation of the lesion and deployment of an unknown drug-eluting stent. The end result was successful with timi 3 flow restored. Patient status was reported as 'stable,' and the physician will follow up an angiography in 3 months. The patient had presented with chest pain, and was given pain medication, oxygen and glycerin nitrate during the procedure.